Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient felt hypoglycemic symptoms and checked his bg, his bg was 50 mg/dl; however, the cgm value was 102 mg/dl. Emergency medical services (ems) was called and he was treated with glucose. The patient was not transported to the hospital. At the time of contact, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.